Event description:
It was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, back patch # 1 was roaming all over on this carto 3 system. The bwi field representative was unsure if there was an error code. A second patch cable was connected from another system which resolved the issue and the system was ready for use. The procedure was then cancelled due to an unrelated medical issue with the patient. Upon request, additional information was provided by the bwi field representative. Early on in the procedure, the patient's blood pressure started to drop for no apparent reason. According to the physician, the patient seemed to be having an allergic reaction to something. The cause was not known at the time. The procedure was aborted due to the unrelated allergic reaction. The physician did not think that there was any potential risk to the patient due to the back patch issue malfunction. The procedure was a premature ventricular contraction (pvc). The patient was under local anesthesia. The procedure was not performed in the left atrium. A transseptal puncture was not performed prior to the case cancellation. It was unknown if the patient required extended hospitalization because of the procedure cancellation. The back patch issue had nothing to do with the patient complication. Additional information has been requested on the patient event, but no additional information has been provided.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 external reference patch, model #: d-1283-02, lot #: unknown. Product investigation will not be performed since the reference patch was not returned for analysis. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): it was reported that while performing an idiopathic ventricular tachycardia (idvt) procedure, back patch # 1 was roaming all over on this carto 3 system. The bwi field representative was unsure if there was an error code. A second patch cable was connected from another system which resolved the issue and the system was ready for use. The procedure was then cancelled due to an unrelated medical issue with the patient. Upon request, additional information was provided by the bwi field representative. Early on in the procedure the patient's blood pressure started to drop for no apparent reason. According to the physician, the patient seemed to be having an allergic reaction to something. The cause was not known at the time. The procedure was aborted due to the unrelated allergic reaction. The physician did not think that there was any potential risk to the patient due to the back patch issue malfunction. The procedure was a premature ventricular contraction (pvc). The patient was under local anesthesia. The procedure was not performed in the left atrium. A transseptal puncture was not performed prior to the case cancellation. It was unknown if the patient required extended hospitalization because of the procedure cancellation. The back patch issue had nothing to do with the patient complication. The back patch was replaced. The back patch issue had nothing to do the patient complication. A device history review (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.